Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary - photo analysis: after visual inspection of the image received for evaluation. An aluminum foil package was observed product code vcp317h. The vicryl plus device is completely absorbed between 56 and 70 days after implantation. The results of the implantation studies indicate the percentage of original resistance that is retained (14 days 75%, 21 days 50%, 28 days 25%). The product is an absorbable suture and the time of exposure to the environment could not be determined. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional complaint information is tracked for potential safety signals through complaint trends as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please confirm what is the current condition of the patient? Did the patient present any consequence due to the issue (slow absorption)? Did the patient suffer from wound secretion, infection or wound dehisence? Was any surgical intervention performed specially re-suturing? Explain device return follow up. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare; active ingredient(s)- triclosan; dosage form - suture/solid/parenteral; strength = 275 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. It was noted that suture remained not absorbed 3 months post-op. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 02/28/2022 h6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that nineteen packets of product code vcp317h were received for evaluation, the samples were examined for visual defects: ¿ appearance ¿ color package ¿ wrinkles in the seal area ¿ continuous seals ¿ seal margins ¿ over-sealing ¿ damage (torn, punctured) thirteen packets were opened, and the swage and attachment area was noted to be as expected. During the visual inspection, the sutures were correctly placed on the paper folder. Sutures were dispensed without problems and examined along the strand and no defects, damage on the suture surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 2360 g /m.